Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 125 mg/dl. Display returned. Device alarmed off no power alarm without receiving a low battery alert prior. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.